Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurring low glucose events at night while using the ilet system, and the caller sought guidance to prevent these events; after troubleshooting, the case was escalated for advanced technical support, and the patient treated lows with oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.